Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 9mm x 4cm balloon. Fiber disturbance was noted on the distal cone. One of the fibers strands was unraveled and extended over the distal tip. The unraveled fiber strands measured 5.0cm in length. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting from the fibers of the balloon, approximately 1.5cm from the distal tip. The balloon was stripped of its fibers. A longitudinal rupture was observed 0.5cm from the distal tip and was measured to be 0.8cm in length. Medical records review & image/photo review: medical records & images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture and unraveled fibers on the distal cone of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured during the first inflation at 18 atms in the subclavian artery. There was no reported difficulty retracting the balloon through the sheath. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.